Event description:
Unomedical reference number (B)(4). Event occurred in qatar. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The infusion set was in use for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: qatar.